Event description:
Additional information was received on (B)(6) 2013 when the physician reported that the patient's believed cause of death was septic shock with multisystem organ failure. The physician stated that there is no relationship between the vns system and the patient's cause of death. The date of death was (B)(6) 2012. The patient's concurrent illnesses include barrett's esophagus. An autopsy was not performed and the patient's death was witnessed. Clinic notes were also received indicating that the patient was admitted on (B)(6) 2012 for septic shock and probable acute respiratory distress syndrome. Acute kidney injury was diagnosed during this admission; felt to be part of his multisystem organ failure. The patient also had barrett's esophagus, probable aspiration pneumonia, and possible cholecystitis (unconfirmed). During initial evaluation the patient was found with decreased mentation and was found to be hypotensive with a pulmonary infiltrate; it was believed that the patient was in septic shock. The patient was initiated on levophed, antibiotics, and intubated in the emergency department. Subsequently, the patient went on to develop acute kidney injury, nonoliguric, as well as transaminitis and concern for acute cholecystitis. The family wishes to withdraw life support were relayed and the patient was subsequently extubated, pressors were stopped, and all antibiotics were terminated. The patient then passed away.

Event description:
On (B)(6) 2012, it was reported that the vns patient passed away on (B)(6) 2012. Additional information was requested from the physician but no further information has been received to date.

Manufacturer narrative:
.

Event description:
A sudep evaluation was performed by the manufacturer with the limited information received to date and until further details are received, the death is possibly sudep. A copy of the patient's death certificate could not be obtained as a manufacturer of the patient's medical device is not eligible to obtain a copy of the death certificate according to the department of vital records in the state the patient passed away in.